Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was involved in an unrelated clinical trial where the patient was advised to not use the ipg. The patient did not use or charge the ipg for over one year. As a result the ipg became inoperable. The ipg was explanted and replaced. The patient received effective stimulation and the issue was resolved.